Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: left side moved to left side"), abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune disorder") in a 36-year-old female patient who had essure (batch no. A64627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pill from 2011 to 2012, depo from 2008 to 2010 and iud from 2010 to 2011. Concomitant products included sertraline (zoloft) for anxiety and depression, ibuprofen for flu-like symptoms, dysmenorrhea, adhesion, discomfort and difficulty in walking, antibiotics for urinary tract infection as well as lisinopril and potassium. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), influenza like illness ("flu-like symptoms"), pelvic adhesions ("adhesions"), pelvic discomfort ("discomfort"), gait disturbance ("difficulty in walking") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In (B)(6)2013, the patient experienced urinary tract disorder ("bladder/urinary problems/ uti"), weight increased ("weight gain"), infection ("infections/ frequent infection / autoimmune disorder -type of disorder- frequent infection") and urinary tract infection ("infection (bladder urinary tract/ vaginal type: uti"). In (B)(6)2013, the patient experienced mood swings ("hormonal changes: mood swings") and hot flush ("hot flashes"). In (B)(6)2013, the patient experienced alopecia ("hair loss") and dysgeusia ("metallic taste in her mouth"). In (B)(6)2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems"), blood disorder ("blood/heart problems"), cardiac disorder ("blood/heart problems"), device expulsion ("expulsion of her essure device"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), weight fluctuation ("weight fluctuation"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition: high blood pressure") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (B)(6)2016 she underwent a surgery and remove her essure devices). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, hypersensitivity, autoimmune disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, device expulsion, hormone level abnormal, nervous system disorder, weight fluctuation, dysgeusia, migraine, headache, anxiety, depression, influenza like illness, pelvic adhesions, pelvic discomfort, gait disturbance, hypertension, infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown, the abdominal pain lower, genital haemorrhage, fatigue, alopecia, pelvic pain and weight increased had resolved and the mood swings and hot flush was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, gait disturbance, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, hypertension, infection, influenza like illness, menorrhagia, migraine, mood swings, nervous system disorder, pelvic adhesions, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: trailing coils: left 5 right 0 unable to see coils (possibly inserted deeply and coils not able to be seen). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusions quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet was received. Events added from pfs- urinary tract infection. And autoimmune disorder -type of disorder- frequent infection clubbed to previous event infection. Historical drug & events onset date were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: left side moved to left side"), abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure (batch no. A64627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), influenza like illness ("flu-like symptoms"), pelvic adhesions ("adhesions"), pelvic discomfort ("discomfort") and gait disturbance ("difficulty in walking"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems/ uti"), blood disorder ("blood/heart problems"), cardiac disorder ("blood/heart problems"), device expulsion ("expulsion of her essure device"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in her mouth"), hypertension ("blood or heart disorder/condition: high blood pressure"), infection ("infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic removal of essure coils) and surgery ((B)(6) 2016 she underwent a surgery and remove her essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, autoimmune disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, device expulsion, hormone level abnormal, nervous system disorder, weight fluctuation, dysgeusia, migraine, headache, anxiety, depression, influenza like illness, pelvic adhesions, pelvic discomfort, gait disturbance, hypertension, infection, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown, the abdominal pain lower, genital haemorrhage, fatigue, alopecia, pelvic pain and weight increased had resolved and the mood swings and hot flush was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, gait disturbance, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, hypertension, infection, influenza like illness, menorrhagia, migraine, mood swings, nervous system disorder, pelvic adhesions, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusions . Most recent follow-up information incorporated above includes: on 2-mar-2018: reporters added and updated patient demographics. Added laboratory date. Updated suspected drug indication and lot number. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). Added event abnormal bleeding (vaginal, menorrhagia),infections, blood or heart disorder/condition: high blood pressure, dysmenorrhea (cramping), hormonal changes: mood swings, hot flashes, migraines/headaches, migration of essure device: left side moved to left side, psychological or psychiatric problems: anxiety, depression, weight gain, difficulty in walking, cramping, discomfort, adhesions, flu-like symptoms. Severe pelvic pain. On (B)(6) 2016, she explanted essure. Updated events and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: left side moved to left side"), abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune disorder") in a 36-year-old female patient who had essure (batch no. A64627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics, ibuprofen, lisinopril, potassium and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), influenza like illness ("flu-like symptoms"), pelvic adhesions ("adhesions"), pelvic discomfort ("discomfort"), gait disturbance ("difficulty in walking") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder/urinary problems/ uti"), weight increased ("weight gain") and infection ("infections/ frequent infection"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes: mood swings") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and dysgeusia ("metallic taste in her mouth"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems"), blood disorder ("blood/heart problems"), cardiac disorder ("blood/heart problems"), device expulsion ("expulsion of her essure device"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), weight fluctuation ("weight fluctuation"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition: high blood pressure") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, autoimmune disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, device expulsion, hormone level abnormal, nervous system disorder, weight fluctuation, dysgeusia, migraine, headache, anxiety, depression, influenza like illness, pelvic adhesions, pelvic discomfort, gait disturbance, hypertension, infection, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown, the abdominal pain lower, genital haemorrhage, fatigue, alopecia, pelvic pain and weight increased had resolved and the mood swings and hot flush was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, gait disturbance, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, hypertension, infection, influenza like illness, menorrhagia, migraine, mood swings, nervous system disorder, pelvic adhesions, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: trailing coils: left 5 right 0 unable to see coils (possibly inserted deeply and coils not able to be seen) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusions. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), blood disorder ("blood/heart problems"), cardiac disorder ("blood/heart problems"), device expulsion ("expulsion of her essure device"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), weight fluctuation ("weight fluctuation") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery ((B)(6) 2016 she underwent a surgery and remove her essure devices). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, hypersensitivity, autoimmune disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, device expulsion, fatigue, alopecia, hormone level abnormal, nervous system disorder, weight fluctuation and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, device expulsion, dysgeusia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, nervous system disorder, urinary tract disorder and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: not reported. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.